Event description:
It was reported that the laser was emitting a burning smell during preparation. There was no patient involved; however, the procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.